Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The distractor body was received broken at the threads of the distraction barrel component; the break occurred about 7mm from the end of the external threaded feature, within the threaded feature. The remaining threaded feature of the barrel remained assembled to the distractor body. The advancement screw component was received bent along its length. The received condition was consistent with the complaint condition. No design issues related to the complaint/received condition were observed. The complaint was confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The barrel component appeared to have been exposed to extreme axial tension, resulting in the received broken condition. The screw component appeared to have been exposed to extreme compression, resulting in the observed bent condition. It is possible the construct experienced obstruction from another device, foreign material, etc. During advancement. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part number: 288.027, lot number: h675351, supplier lot number: n/a, manufacture date or release to warehouse date: 11/19/2018, expiration date: n/a, supplier/manufacture site: isimac / brandywine. No ncrs were generated during production of lot number h675351. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that during surgery on (B)(6) 2019, a maxillary distractor main body broke while being assembled. A new device was used instead. The procedure was completed successfully. There was no patient consequence. This report is for a maxillary distractor body 20mm. This is report 1 of 1 for (B)(4).